Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of this cardiac resynchronization therapy defibrillator (crt-d) during routine follow-up the competitor right atrial (ra) lead was noted to exhibit large intermittent drops in pace impedances and rising threshold measurements. Some instances of noise on the right ventricular (rv) lead shock channel were also noted; all other system measurements were normal and stable. Boston scientific technical services (ts) discussed the observed behavior and provided suggestions for additional evaluation of the ra lead. Ts also noted that there was no evidence to suspect a rv lead integrity issue based on the instances of shock channel noise observed. The patient was later seen for additional follow-up at which time the rv shock channel noise was determined to be the result of myopotentials with specific movements with no impact to the pace/sense channel. Once the patient's device reaches elective replacement indicator (eri) the physician plans to replace the competitor ra lead during the device revision with no changes to the rv lead. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was later returned without allegation or reported adverse patient effects. No further information is available at this time.